Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual examination of the returned devices exhibited signs of being implanted, however, there was no obvious damaged identified that would indicate instability. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: unknown segmental stem extension. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05358.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Event occurred in (B)(6).

Event description:
It was reported that the patient was revised due to instability. Attempts have been made and no further information has been provided.